Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are bent with a bd vacutainer® lh 170 i.u. Plus blood collection tubes. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes are bent, so the preanalytical module cannot unscrew the lid, tubes are sorted out by the instrument and the lid must be unscrewed by hand.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tubes are bent with a bd vacutainer® lh 170 i.u. Plus blood collection tubes. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: tubes are bent, so the preanalytical module cannot unscrew the lid, tubes are sorted out by the instrument and the lid must be unscrewed by hand.